Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. Upon further inspection, it was observed that the coating on the connecting tube had peeling. Lastly, it was observed that the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope was leaking. The reported issue was found during reprocessing prior to use for a therapeutic bronchoscopy procedure. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube has peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The instructions for use (IFU) operation manual warns against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU reprocessing manual warns against reprocessing other than its recommendation: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU reprocessing manual warns against bad storage environment: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.